Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. . The customers current blood glucose level was 137 mg/dl. Customer's blood glucose level was variant at different times. Customer's blood glucose level in the morning was 133 mg/dl onwards before fasting the blood glucose level was 300 mg/dl. Customer feels that it was cloudy and at that time the blood glucose level was 600 mg/dl. The customer declined the troubleshooting for high blood glucose. The device will not be returned for analysis.